Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see section h.10

Event description:
It was reported that broken needles were found before use with a box of pn 31x8. The following information was provided by the initial reporter, "he has a box of this lot in which he found several broken needles in the blister or twisted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken needles were found before use with a box of pn 31x8. The following information was provided by the initial reporter, "he has a box of this lot in which he found several broken needles in the blister or twisted."